Event description:
It was reported while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the hub was cracked and the side of the sleeve was pierced. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4 medical device lot #: 4268456 was reported, however, this is not a lot number. Manufactured for the reported catalog number. D4. Medical device expiration date: unknown. E1. Initial reporter facility name: (B)(6) hospital. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report #: 9617032-2024-01940 was submitted in error; it was a duplicate. Therefore, the report of reportable device malfunction has been sent in MFR report # 9617032-2024-00219. This MDR is now void.

Event description:
It was reported while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the hub was cracked and the side of the sleeve was pierced. No adverse impact was reported regarding the patient or user.